Event description:
The customer reported the system shut down without command and failed to display images. This was attributed to a precharge fail error message. There are no reports pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The battery pack was replaced during the service call. The system was tested and found to be working as intended and put back into service.